Manufacturer narrative:
Additional info has been requested. The device history records (DHR) for the device were reviewed. The associated device was released based on co acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
An optometrist reported a pt with transient light sensitivity syndrome (tlss) at two month lasik post operative visit. At visit pt complained of extreme light sensitivity. Additional info from reporter indicated pt's topical steroid dosage was increased. Additional info has been requested. This report is for the left eye, and additional report will be filed for the right eye.